Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device : 2 years and 7 months. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016, the patient's lvad system produced a driveline fault alarm. The alarm was cleared via the system monitor; however the alarm returned. The health professional silenced the driveline fault alarm permanently and the patient was monitored. On (B)(6) 2016, the patient&#62688;family called the hospital and reported that the patient's lvad system produced two red heart alarms. The patient was syncopal during the alarms. The system controller event history revealed pump off alarms. On (B)(6) 2016, x-rays of the driveline were reviewed and were unremarkable. On (B)(6) 2016, the manufacturer's technical services representative performed a distal end percutaneous lead (driveline) replacement. There were no immediate pump stops after the replacement. On 10/19/2016, technical services reviewed a submitted log file that revealed a pump stoppage event on (B)(6) 2016. Pump function did resume after the transient pump stoppage. Additional information was requested, but was not received.

Manufacturer narrative:
Review of the system controller log file confirmed the driveline fault alarms and pump stoppage events. Approximately 17 inches of the distal end of the driveline from the percutaneous lead replacement was returned for evaluation. Electrical continuity testing of the driveline found all wires were electrically intact. A breach in the insulation of the yellow wire was noted in the wire approximately 1 inch from where the driveline was cut. Due to its proximity to the repair site, it could not be conclusively determined if the breach was present during support. The outer silicone jacket, clear bionate layer, and braided shield layers were unremarkable and were removed. Examination of the underlying wires revealed a slight kink in the red wire approximately 0.5 inch from the metal connector. A breach in the insulation of the red wire was noted in the kinked area. The observed red wire damage appeared to be the result of fatigue failure due to repetitive movement in this area and abrasion against the braided shield. If the exposed conductors contacted the braided shield while the patient was operating on an a/c power source, the resulting short to ground would have resulted in the low speed alarms and pump stoppage events. Although the evaluation of the returned portion confirmed a compromised red wire that potentially could result in a short to ground condition, it was reported that a pump stoppage event recurred after the percutaneous lead replacement procedure. System controller log file review indicated a possible continued compromise with the same wire within the remaining portion of the percutaneous lead. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: after the distal end percutaneous lead replacement procedure on (B)(6) 2016, a pump stoppage event recurred. There was no report of any adverse patient effect. The driveline fault alarm function was silenced and the patient was discharged home on (B)(6) 2016 with plans to review the system controller log files on a weekly basis. System controller log files were reviewed by a representative of the manufacturer¿s technical services team on 11/15/2016. When the data was compared to previous log files, it was noted that the same percutaneous lead wire is being affected and it did not seem like the wire was completely broken, but was just becoming more fatigued. The patient continues to be monitored. No additional information was provided.